Event description:
It was reported to philips that the heartstart xl defibrillator button cannot be used. It was clarified that the button was the power switch. There was no negative pt impact.

Manufacturer narrative:
(B)(4).